Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the doctor involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek inc. Is aware of this issue and corrective action has been implemented under recall z-1245-2016. Nidek hired a third party ((B)(6)) to perform the correction as per z-1245-2016. (B)(4).

Event description:
On (B)(6) 2017, during recall process, a nidek incorporated recall coordinator received information from a customer that the near point chart rod on their rt-5100's fell several times and had hit her and several employees on the head on multiple occasions. The facility have two rt-5100 refractors serial # (B)(4) but the complainant claimed that she don't know which device hit the former employee. However, the complainant confirmed that no bruise or no serious injury occurred, and thereby, medical treatment/intervention was unnecessary.